Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as not wearing a mask and the area was not clean before starting pd therapy. On and unreported date, the patient experienced a gastrointestinal infection and urinary tract infection which also contributed to the onset of peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was administered magnex injection (1 gram, daily, route not reported) and vancomycin injection (1 gram every 5th day), as a treatment for peritonitis. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.